Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing involved starting the pump in application mode and it was found that the pump exhibited double beeping with a cassette attached. The investigation determined that an issue with the downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was reported the cadd legacy plus pump had a constant error indicating "no disposable. Pump won't run". There were no reported adverse events.